Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose reading showed high value although specific value was not known. To address high blood glucose and resolve the occlusion, the customer changed infusion set and cartridge.